Event description:
The company rec'd a report where it was claimed that the during nasal intubation the cuff broke. Xref MFR# 2936999-2011-00469. This report is associated to the third reported defect.

Manufacturer narrative:
Part number# 119-70 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.